Manufacturer narrative:
B3 date of event: date of event was approximated to (B)(6) 2020 as no event date was reported. Device evaluated by MFR: the device was returned for analysis. A visual and tactile examination identified a full balloon detach from the shaft. The break point was observed at the distal end of the shaft and there was also evidence that the bond was present at the proximal bond area of the shaft. Traces of the inner shaft were identified on the detached balloon. There was no evidence of bond failures on the device. An examination of the detached balloon identified no issues. All blades were present and fully bonded to the balloon surface. The blades of the device were visually and microscopically examined, and no issues were noted. No issues were noted with the tip section of the device. A visual and microscopic examination found no issue with the markerbands. No other issues were identified during the product analysis.

Event description:
It was reported that the balloon fell apart. A 4.00mm/1.5cm/140cm small peripheral cutting balloon was selected for use. During preparation, it was noted the balloon fell apart upon opening. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2020 as no event date was reported.

Event description:
It was reported that the balloon fell apart. A 4.00mm/1.5cm/140cm small peripheral cutting balloon was selected for use. During preparation, it was noted the balloon fell apart upon opening. The procedure was completed with another of the same device. No patient complications were reported.